Event description:
During a coronary stenting procedure, the cypher stent dislodged and embolized to the lower extremities. The stent was not retrieved and there was no patient injury. This pt was admitted to the cath lab for coronary stenting secondary to angina. The target lesion was a diffusely diseased, bifurcating lad. The lesion site was not pre-dilated. The bifurcation was double wired in the lad and diagonal. The device was flused, but no negative prep was performed outside of the patient. A 3x23 cypher was advanced over a wire without difficulty, until it reached the double-wired bifurcation, where a great deal of tension was felt. The stent was pushed against the wire, and it appeared the stent passed through and into the distal portion of the lesion. The physician inflated the sds to a maximum of 14 atm for 30 seconds. When he pulled the catheter back and visualized the artery under flouro, he recognized that the stent was not implanted in the vessel. After a few different views, the physician found that the stent had dislodged proximally and was in left main artery, presumably on the catheter shaft. The physician pulled the balloon and stent back through aortic arch; however, when they reached the level of the mid-descending aorta, the stent embolized distally to the lower extremities. The stent was not visualized and no CT scan was conducted post procedure; therefore the exact location is unknown. No attempts were made to retrieve the stent.